Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low r-wave measurements of 1.5 - 1.9 millivolts (mv). A technical services (ts) consultant was contacted regarding this and indicated that nominal r-wave setting for this device was 0.27 mv. All other measurements were within normal limits. The device was subsequently explanted due to normal battery depletion and returned for analysis. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.